Event description:
It was reported that the pulse generator exhibited telemetry anomalies. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of telemetry due to pulse generator battery voltage dropping below end-of-life (eol) level. This was due to normal battery depletion. After replacing the battery, normal function ensued.